Manufacturer narrative:
(B)(4);records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) after one year of implant. Review of device data revealed the device had longer than expected charge times resulting in eri declaration. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.